Manufacturer narrative:
Product event summary: image files were received and analyzed. The image review of the 3d mapping images indicated radiofrequency (rf) ablation of the cavotricuspid isthmus (cti). The catheter was in the inferior vena cava (ivc). The sweep graph displayed the patient in paced rhythm from the coronary sinus. Unable to confirm fluoroscopy image. The prukka images demonstrated the onset of ablation, onset of ventricular fibrillation (vf) post ablation delivery, and atrial fibrillation. In conclusion, the reported issue (ventricular fibrillation) was observed through the data analysis. The catheter was not returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, ventricular fibrillation arrest occurred during radiofrequency delivery at the inferior vena cava (ivc) end of the cavotricuspid isthmus (cti) line. Direct current cardioversion (dccv) was required to restore sinus rhythm. The procedure was completed. Implantable cardioverter defibrillator (ICD) and lead integrity checks were performed before and after the procedure and were found to be stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.